Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2022-01459, 1627487-2022-01460. It was reported that patient underwent surgical intervention on (B)(6) 2022 in which their system was explanted to due to pain at the ipg site and a lead that was fractured. Note: it is unknown which lead was fractured so both are being reported.